Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in converting ventricular tachycardia (vt)/ventricular fibrillation (vf). Defibrillation threshold (dft) testing was performed. Shock therapy was unsuccessful in converting the patient in standard polarity, however, was successful in reversed polarity. The device was reprogrammed to reversed polarity. No additional adverse patient effects were reported. This product remains implanted and in service.